Event description:
In 2009, the patient's mother reported that the infusion device "kept beeping and saying to replaced the battery." She stated that the battery was changed twice and the infusion device continues to beep. The patient switched to his backup infusion device. The mother did not have the infusion device with her at the time of the report. Upon follow up with the mother in the next day, she stated that the patient's blood glucose was elevated and he was very moody. Upon follow up with the patient, he stated that e7 (electronic) error was displayed on the infusion device and he changed the battery and battery cover and he was unable to clear the error. Because the patient was unable to clear the error, his blood glucose elevated to 320 mg/dl. His normal blood glucose level is 130 mg/dl. He switched to his backup infusion device and bolused to lower his blood glucose. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.